Event description:
N/a.

Manufacturer narrative:
The microsensor (ID 826653)  was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is surgeon fails to check and secure all connections after placement; luer lock connections do not provide adequate seal. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that during an implantation procedure, a microsensor (ID 826653) was leaking csf. The physician retrieved the microsensor and stop monitoring to prevent a possible infection. No surgical delay, no patient consequences.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.